Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a severe low blood glucose event, passed out, and required intervention by paramedics. The blood glucose reading was in the 20 mg/dl range at the time of the event. The customer was treated by paramedics with glucose via intravenous drip. She stated that her doctor had changed her basal rates recently and had been monitoring; she stated that there was nothing wrong with the insulin pump. Nothing further reported.